Event description:
It was reported that during a procedure of the eccentric, narrow, mid left anterior descending (lad) artery, the 2.75 x 38 mm rx xience prime stent delivery system (sds) was being advanced but could not cross the lesion. It was noted that there was some resistance during advancing in the vessel and during removal of the device. After removal it was noted that the proximal part of the stent implant was damaged. A second xience prime stent was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: bmw, sion; guide cath: ebu 3.5; sheath: terumo 6f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.